Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received an alarm and the insulin pump's screen was white. The customer hit the edge of the wall before. Customer's blood glucose level was 150 mg/dl. The customer was calling back with blank display after the insulin pump rest and after receiving a new battery cap. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.